Event description:
The customer reported via phone call that the customer's blood glucose was low and the insulin pump got damaged. The customer¿s blood glucose level was 31 mg/dl. The customer stated cracked along the side of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated cracked along the side of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.